Event description:
Pt began having symptoms of high temperature, nausea, chills, aches, low blood pressure, and was subsequently asked to stop the use of her infusion txs. She felt a bit better for a few days, then was told to re-administer the txs at which point, she began feeling worse again and went into complete septic shock and was admitted to the hospital. At the time, the drs were unaware of this recall of the heparin lot that she was taking and could not locate any bacteria or virus in her body that would be causing such a reaction. After several days and near death, she has made a recovery, however, she is still undergoing some abdominal pain, so we are still looking into this, as well. She may need to return to the hospital. Pt was receiving infusion antibiotic txs via pic line. The drs at hospital found no sign of infection at site of pic line, however, they removed it after a few days as a precaution. They also changed her antibiotics as a precaution. During the time she was taking this heparin, she was also administering normal saline before and after each antibiotic infusion and obviously, prior to the heparin flush at the end of each tx. Dose or amount: 100 units/ml flush 5ml fill. Frequency: 3x day. Route: IV. Dates of use nine days in 2008. Diagnosis or reason for use: taking infusion antibiotics via pic line...used as flush. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.